Event description:
I used a neomagic modified seldinger introducer kit lot # 1068 to place a peripherally inserted central catheter (PICC) line in the patient. After obtaining the x-ray and verifying placement, when trying to remove the introducer the right side wing broke off without tearing the sheath. After 45 minutes of trying was able to remove the sheath.